Event description:
It was reported by the patient's advocate that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a very low pulse, blurred vision, and short ventricular tachycardia (vt). It was noted that the patient has not yet spoken to the physician. It was also noted that the patient had a magnetic name tag on, but it was taken off. Technical services (ts) discussed with the patient advocate about magnet electromagnetic interference (emi) with the pacemaker. Ts referred the patient advocate to the clinic. The device remains in use. No additional adverse patient effects were reported.